Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that starting monday, their handset is dark and they want to make an adjustment, their implant unit and the lines going to their brain feel like they are getting really hot and they are also shaking. Reviewed the issue of feeling hot is a medical symptom that should be reported and addressed by their doctor. Redirected to their doctor. Worked with patient to successfully use their equipment and make a therapy adjustment. Reviewed to monitor the effect and work with their doctor.